Event description:
The customer reported that the images produced became dark and would fade to black. This issue will cause the system to be unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.